Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure to replace the device, the left ventricular lead was checked prior to the upgrade and found to be capturing. When the lead was connected to the new device; it had no capture. The lead was then checked with the analyzer and found to have no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.